Event description:
The manometer is not giving proper pressure readings when used with infants. This has happened sporadically with three different lot numbers of infant resuscitation bag (catalog #vn3140mb, 87af3140mb2). The nicu manager describes the malfunction as an inability to deliver the air pressure "like a valve isn't opened". The manometer and infant resuscitation bag appear to be in working order just before use, but when actually applied to the infant's mouth, there doesn't feel like any pressure is being administered. There is no manometer function.